Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an amvisc plus device luer would not screw onto the cannula. This occurred during preparation for use with no pt contact. Please reference MFR report #1119279-2011-00131.